Manufacturer narrative:
The valve was reported to be a strata nsc shunt assembly, but the device returned was a strata burr hole shunt assembly, catalog number 46836, lot number d57107. The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. It did not meet the requirements for reflux and leak testing due to a small tear in the top membrane of the dome. It is unknown how or when this damage occurred. The valve was returned at pl = 0.5. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system¿. A review of the manufacturing records showed no anomalies. Additional information regarding the catalog and lot number of the device was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata nsc shunt was implanted in the patient on (B)(6) 2015. According to the report, there was no improvement in the ventricles and nerve conditions after the operation. Therefore the setting was lowered to pl 0.5, but there was still no improvement. It was also reported that the doctor confirmed the patency of the shunt using a contrast agent and that cerebrospinal fluid (csf) flows only a small amount indicating the valve may be broken or clogged. According to the report, the low csf flow had caused the ventricle to enlarge. It was reported that the shunt was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
The valve was reported to be a strata nsc shunt assembly, but the device returned was a strata ii valve, burr hole, catalog and lot number unknown. The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. It did not meet the requirements for reflux and leak testing due to a small tear in the top membrane of the dome. It is unknown how or when this damage occurred. The valve was returned at pl = 0.5. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).